Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d patient exam on (B)(6) 2026, the c-arm rotary switch of the device was not functioning properly. The user site reported that the rotary switch was causing the c-arm to rotate more than expected. No user or patient injury was reported. A hologic field service engineer (fse) was dispatched to investigate the device and removed the switch to avoid potential un-commanded motion. The fse was unable to recreate the adverse event and replaced the rotary switch on the back of the c-arm. The fse verified that the new switch was functioning properly. The fse verified that the system was functioning properly and had been returned for normal use. No further information is currently available.